Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that black display in arctic sun device. Per follow up information received via email on 04sep2024, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an electrical short in the chiller pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that black display in arctic sun device. Per follow up information received via email on 04sep2024, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement.